Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. The patient described the area as red, blood-filled blisters some have popped others are about to pop. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the area and applied bandages for the blisters as well as contacted a wound care specialist. The outcome of the irritation is unknown as follow up attempts were unsuccessful.